Event description:
As clarifying information, there was no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2024 the team at the user facility experienced a problem with their heart lung machine during cardiopulmonary bypass whereby the oxygen (o2) concentration dropped. The team opted to change to an o2 tank to finish the case.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) oxygen (o2) concentration dropped. As a result, an o2 tank was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility's biomedical technician tested the epgs, and the field service representative (fsr) completed epgs release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per data log review: there were no issues seen in the logs on (B)(6) 2024. The fraction of inspired oxygen (fio2) was set to 100% from 80.1% the previous day. The flow was 2.5 liters per minute, no anomalies or errors were observed.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.